Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 4z21, alinity I stat high sensitivity troponin-I, with 510k number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: sid (B)(6), initial troponin result= 182 ng/l; repeat result (different sample) <10 ng/l (negative). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 74115ud00, however, no increase in complaint activity was identified for list number 08p13. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. In house accuracy testing was completed for the complaint lot 74115ud00 using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 74115ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: sid (B)(6), initial troponin result= 182 ng/l; repeat result (different sample) <10 ng/l (negative). There was no impact to patient management reported.